Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter read inaccurately low compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The patient tests her blood glucose 6x daily and manages her diabetes with an insulin pump (novolog). The alleged issue began on (B)(6) 2012 at 6pm. It was reported the patient obtained blood glucose results "20-30 points lower than normal" with the subject meter. The reporter did not specify results obtained. Due to the alleged result, the reporter alleged the patient did not administer self the correct units of insulin. A couple hours after the start of the alleged issue, the reporter claims the patient felt high blood glucose symptoms of headache, lethargy and frequent urination. The reporter immediately administered the patient 1 ½ units novolog insulin as treatment. The patient reportedly felt better about 45 minutes after receiving treatment. The reporter denied the patient tested on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The reporter did not have the testing supplies to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.